Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with bradycardia. On interrogation the right ventricular (rv) lead had high out of range impedance and no capture at maximum output in either bipolar or unipolar. A lead impedance polarity switch had occurred. Fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.